Event description:
The customer reported that their pump screen was dark and would not turn on, indicating a potential power source issue. There was no impact observed on the customer's blood glucose level. Technical support advised the customer to try various troubleshooting steps, including using different charging cables and adapters, but the problem persisted. Therefore, the decision was made to replace the pump.